Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer stated that insulin pump was delivering insulin while blood glucose level was on low. The insulin pump passed the self test. Customer treated hypoglycemia with food and glucose tablets. The insulin pump will not be returned for analysis.